Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube cyst ("benign complete cyst in tube"), device dislocation ("migration of essure device location of device: migrated to ovary"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: migrated to uterus") and menorrhagia ("increased bleeding during menstruation") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, vaginal delivery, multigravida and parity 3. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding and ovarian cyst. Family history included ovarian cancer (mother at age 33.). Concomitant products included antibiotics, ciprofloxacin (cipro), hydromorphone, ibuprofen, metformin, oxycodone and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced irritable bowel syndrome ("ibs"), endometriosis ("endometriosis") and constipation ("constipation"). In 2010, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection"), bacterial vulvovaginitis ("bacterial infection in vagina") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2014, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced fallopian tube cyst (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), emotional distress ("emotional distress"), abdominal pain ("abdomen pain"), pain in extremity ("leg pain"), back pain ("back pain") and abdominal pain lower ("cramping").on (B)(6) 2016, the patient was treated with full hysterectomy with bilateral salpingectomy (esuure was removed) and endometrial ablation on (B)(6) 2013). At the time of the report, the fallopian tube cyst, device dislocation, uterine perforation, device expulsion, vaginal haemorrhage, vaginal infection, female sexual dysfunction, bacterial vulvovaginitis, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, emotional distress, constipation, depression, abdominal pain and back pain outcome was unknown, the menorrhagia and pelvic pain had not resolved and the cystitis, pain in extremity and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial vulvovaginitis, constipation, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, endometriosis, fallopian tube cyst, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, migraine, pain in extremity, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: during insertion procedure, the coils were easily placed in each tube with 4 trailing coils on the right and 3 trailing coils on the left. The patient tolerated the procedure well. Events started out minor and gradually increased in intensity. As a result of the coils remaining in her body, she continues experience the increasingly intense pain and bleeding. In (B)(6) 2014, she underwent a salpingectomy. On (B)(6) 2016, she underwent a laparoscopy with left ovarian cystectomy and right distal salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical records: vaginal discharge ,dyspareunia, menorrhagia, dysmenorrhea ,pelvic plan, painful intercourse and endometriosis. Most recent follow-up information incorporated above includes: on 27-feb-2018: new information from plaintiff fact sheet - the following events were provided: abnormal bleeding (vaginal, menorrhagia), infection type: bladder , vaginal, apareunia (inability to have sexual intercourse), bacterial infection in vagina, anxiety, depression, migraines , headaches, migration of essure device location of device: migrated to uterus, ovary, dysmenorrhea , dyspareunia,tumor / teratoma / cancer type: benign complete cyst in tube, pain, vaginal discharge, fatigue, perforation (uterus), weight gain,irritable bowel syndrome, endometriosis, constipation,abdomen pain, leg pain, back pain, cramping,emotional distress. New information from medical records - concurrent condition,concomitant medication,medical history added, lab data added from medical records. The reporters added. Events outcome added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube cyst ("tumor/teratoma/cancer-benign complete cyst in tube/ right fallopain tube cyst"), device dislocation ("migration of essure device location of device: migrated to ovary"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: migrated to uterus") and menorrhagia ("increased bleeding during menstruation") in a 38-year-old female patient who had essure (batch no. 636098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, vaginal delivery, multigravida, parity 3 and tonsillectomy. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, ovarian cyst and back pain. Family history included ovarian cancer (mother at age 33.). Concomitant products included antibiotics, ciprofloxacin (cipro), hydromorphone hydrochloride (dilaudid), ibuprofen, metformin, oxycodone and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced irritable bowel syndrome ("ibs"), endometriosis ("endometriosis") and constipation ("constipation"). In 2010, the patient experienced pelvic pain ("pelvic pains"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), bacterial vulvovaginitis ("bacterial infection in vagina"), fatigue ("fatigue") and emotional distress ("emotional distress"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and premature menopause ("premature menopause"). In 2014, the patient experienced fallopian tube cyst (seriousness criteria medically significant and intervention required). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In november 2016, the patient experienced vaginal discharge ("vaginal discharge"). In january 2018, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), abdominal pain ("abdomen pain"), pain in extremity ("leg pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with macrogol 3350 (miralax), bupropion (wellbutrin), clonazepam (klonopin), progesterone, prolactin inhibitors, duloxetine hydrochloride (cymbalta), zolpidem tartrate (ambien), medroxyprogesterone (depo provera), promethazine, amitriptyline, topiramate (topamax), metronidazole (flagyl), estrogens conjugated (premarin), metformin (glucophage), zolpidem, trazodone, phentermine, surgery (hysterectomy with bilateral salpingectomy), surgery (full hysterectomy with bilateral salpingectomy in nov2016) and surgery (endometrial ablation on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube cyst, device dislocation, uterine perforation, device expulsion, vaginal haemorrhage, vaginal infection, female sexual dysfunction, bacterial vulvovaginitis, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, endometriosis, emotional distress, constipation, depression, abdominal pain, back pain and premature menopause outcome was unknown, the menorrhagia and pelvic pain had not resolved and the cystitis, pain in extremity and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial vulvovaginitis, constipation, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, endometriosis, fallopian tube cyst, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, migraine, pain in extremity, pelvic pain, premature menopause, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: during insertion procedure, the coils were easily placed in each tube with 4 trailing coils on the right and 3 trailing coils on the left. The patient tolerated the procedure well. Events started out minor and gradually increased in intensity. As a result of the coils remaining in her body, she continues experience the increasingly intense pain and bleeding. In no-2014, she underwent a salpingectomy. On (B)(6) 2016, she underwent a laparoscopy with left ovarian cystectomy and right distal salpingectomy. Leave taken from this job or other job for medical reasons -ablation, removal of fallopian tubes and cyst, hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion concerning the injuries reported in this case, the following ones were reported via medical records: vaginal discharge ,dyspareunia, menorrhagia, dysmenorrhea ,pelvic plan, painful intercourse and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new event premature menopause were added. Concomitant and historical, concomitant and treatment medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube cyst ("benign complete cyst in tube"), device dislocation ("migration of essure device location of device: migrated to ovary"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: migrated to uterus") and menorrhagia ("increased bleeding during menstruation") in a 37-year-old female patient who had essure (batch no. 636098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, vaginal delivery, multigravida and parity 3. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding and ovarian cyst. Family history included ovarian cancer (mother at age 33.). Concomitant products included antibiotics, ciprofloxacin (cipro), hydromorphone hydrochloride (dilaudid), ibuprofen, metformin, oxycodone and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced irritable bowel syndrome ("ibs"), endometriosis ("endometriosis") and constipation ("constipation"). In 2010, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection"), bacterial vulvovaginitis ("bacterial infection in vagina") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2014, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). In january 2018, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced fallopian tube cyst (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), emotional distress ("emotional distress"), abdominal pain ("abdomen pain"), pain in extremity ("leg pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy in nov-2014), surgery (full hysterectomy with bilateral salpingectomy in nov2016), surgery (full hysterectomy with bilateral salpingectomy in nov2016), surgery (full hysterectomy with bilateral salpingectomy in nov2016) and surgery (endometrial ablation on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube cyst, device dislocation, uterine perforation, device expulsion, vaginal haemorrhage, vaginal infection, female sexual dysfunction, bacterial vulvovaginitis, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, endometriosis, emotional distress, constipation, depression, abdominal pain and back pain outcome was unknown, the menorrhagia and pelvic pain had not resolved and the cystitis, pain in extremity and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial vulvovaginitis, constipation, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, endometriosis, fallopian tube cyst, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, migraine, pain in extremity, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: during insertion procedure, the coils were easily placed in each tube with 4 trailing coils on the right and 3 trailing coils on the left. The patient tolerated the procedure well. Events started out minor and gradually increased in intensity. As a result of the coils remaining in her body, she continues experience the increasingly intense pain and bleeding. In no-2014, she underwent a salpingectomy. On (B)(6) 2016, she underwent a laparoscopy with left ovarian cystectomy and right distal salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion concerning the injuries reported in this case, the following ones were reported via medical records: vaginal discharge ,dyspareunia, menorrhagia, dysmenorrhea ,pelvic plan, painful intercourse and endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube cyst ("benign complete cyst in tube"), device dislocation ("migration of essure device location of device: migrated to ovary"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: migrated to uterus") and menorrhagia ("increased bleeding during menstruation") in a 37-year-old female patient who had essure (batch no. 636098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, vaginal delivery, multigravida and parity 3. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding and ovarian cyst. Family history included ovarian cancer (mother at age 33.). Concomitant products included antibiotics, ciprofloxacin (cipro), hydromorphone hydrochloride (dilaudid), ibuprofen, metformin, oxycodone and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced irritable bowel syndrome ("ibs"), endometriosis ("endometriosis") and constipation ("constipation"). In 2010, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection"), bacterial vulvovaginitis ("bacterial infection in vagina") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2014, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced fallopian tube cyst (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), emotional distress ("emotional distress"), abdominal pain ("abdomen pain"), pain in extremity ("leg pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy in (B)(6) 2014), surgery (full hysterectomy with bilateral salpingectomy in (B)(6) 2016), surgery (full hysterectomy with bilateral salpingectomy in (B)(6) 2016), surgery (full hysterectomy with bilateral salpingectomy in (B)(6) 2016) and surgery (endometrial ablation on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube cyst, device dislocation, uterine perforation, device expulsion, vaginal haemorrhage, vaginal infection, female sexual dysfunction, bacterial vulvovaginitis, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, endometriosis, emotional distress, constipation, depression, abdominal pain and back pain outcome was unknown, the menorrhagia and pelvic pain had not resolved and the cystitis, pain in extremity and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial vulvovaginitis, constipation, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, endometriosis, fallopian tube cyst, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, migraine, pain in extremity, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: during insertion procedure, the coils were easily placed in each tube with 4 trailing coils on the right and 3 trailing coils on the left. The patient tolerated the procedure well. Events started out minor and gradually increased in intensity. As a result of the coils remaining in her body, she continues experience the increasingly intense pain and bleeding. In (B)(6) 2014, she underwent a salpingectomy. On (B)(6) 2016, she underwent a laparoscopy with left ovarian cystectomy and right distal salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were reported via medical records: vaginal discharge ,dyspareunia, menorrhagia, dysmenorrhea ,pelvic plan, painful intercourse and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.